Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, a diagnostic anomaly for low battery issue displaying inaccurate low battery gauge two days post implant procedure. The device may have been exposed to cold temperatures prior to implant. The device will continue to be monitored. Patient was stable prior, during and post event.